Manufacturer narrative:
Concomitant products: product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2002, product type: extension. Product ID: 3998, lot# la9497, implanted: (B)(6) 2002, explanted: (B)(6) 2002, product type: lead. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2002, product type: extension.

Event description:
A patient reported on april 6th 2016 stating that their first implant shorted out a week after being implanted on (B)(6) 2002. The health care provider (hcp) did not have the extended leads, so they had to go across the patient's chest. Every time they inhaled, water got into the leads and shorted them out. It would not turn off, and they had to get emergency surgery where the system was taken out and they "got new wires". (Records indicate that the system was not replaced until (B)(6) 2004). The indication for use was reflex sympathetic dystrophy / causalgia-complex regional pain syndrome.

Event description:
Additional information initially received from a health care professional (hcp) indicated no records were found with respect to the consumer being treated at their facility during (B)(6) 2002. It was determined the consumer was seen on (B)(6) 2002, and (B)(6) 2003 and records were requested.

Event description:
Additional information was received from the health care professional (hcp) indicating that the patient was implanted on (B)(6) 2002 due to persistent pain, and after an appropriate trial. The patient had good relief from the trial, and on (B)(6) 2002 it was noted that they had increase shock in their right abdomen, they were admitted on (B)(6) 2002. It was stated that the patient had developed a post-operative infection and it occurred while they were on keflex. Likely, the infection was due to staph aureus, either (B)(6). The patient did not appear toxic at the time of the report on (B)(6) 2002. The incision for the implantation of the wire was revealed to be very minimally erythematous, the wound was closed and there was no fluctuance. The wound was tender and there was no redness along the track of the wire. The chest was cleared to percussion and auscultation. The heart revealed no murmurs, rubs or thrills. The abdomen was soft and tender in the right lower quadrant where the swelling, induration, and palpable fluid around the generator. There was no drainage. It was reported that the patient continued to hav e severe pain at the generator site. They had sweats and a chill, it was clarified that they did not have a fever. There was no vomiting but did have some diarrhea that was noted that it may have been associated to the keflex which was subsequently resolved. The patient started having malfunction of the generators and was admitted through the ER. They had been afebrile since admission. There was swelling and a sense of electrical stimulation. The patient was reprogrammed the pain nurse but could not improve stimulation patter. The patient was given antibiotics. The patient felt that the stimulator was acting out and wanted it removed. The patient reported feeling severe electric shock like feelings, right abdominal incision, somewhat paresthesia also in the right foot. The patient had to turn stimulation off. The patient had an ap and lateral thoracic film which did not show any electrode disconnection but they could not see the battery that well. There was not much erythema around the incision at that time, by 5 or 6 o' clock in the evening it became quite erythematous and felt to be infected. They had a 10,100 white count. They were re-evaluated in the morning by their health care professional (hcp) and it was felt that it be removed since they were not functioning and there were some question of infection. They had been on levaquin briefly and was recommended to have vancomycin. At the time of opening their incision there was fluid including the lumbar area but it was serosanguineous without purulence. All foreign body was removed in respect to the stimulation including the intra-spinal electrodes. There were no complications. The patient was discharged on (B)(6) 2002, they were given vancomycin and did well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.